Event description:
It was reported to philips that the wired footswitch intermittently would not work. The system was in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the foot switch and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the vascular interventional surgery which could be completed by pressing the wired footswitch again. A philips field service engineer (fse) went onsite and confirmed that the wired footswitch was not working intermittently. During troubleshooting, the fse found that the footswitch was corroded by blood, which caused the intermittent failure. To resolve the reported issue, the fse replaced the wired footswitch, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after pressing the wired footswitch again and the procedure was completed using the same system, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.